Event description:
Customer is receiving inaccurate high readings. In 2005, customer received a reading of 157 mg/dl at 10 pm. Customer took normal dose of insulin. At 3 am, the spouse found customer in a cold sweat and was unable to wake customer. The paramedics were called and customer was treated intravenously. Two days later, the customer's spouse attempted calling home, but the customer did not answer the phone, which alarmed spouse. The spouse found cusyomer on the floor. The paramedics were called once more and customer again was treated intravenously. Testing is performed on customer's fingers.